Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch is for strip lot 21637312. (B)(6).

Event description:
Caller tested 2.9 inr on the coaguchek xs plus system while a comparison lab returned as 2.13 inr. No treatment information provided. No adverse event reported. Two different strip lots could have been used for this test. The reporter is not sure which strip lot was used. Requested return of suspect system and replacement was sent.